Manufacturer narrative:
(B)(4). Exemption number, e2014005. Evaluation in progress.

Event description:
The event was reported by a customer from (B)(6): "the patient complained about a hot plastic odor. The pump would have stopped infusing. Patient involvement: yes. Death/serious injury: no. Human harm: no. Delay in therapy: no. Medical intervention needed: no".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6) : "the patient complained about a hot plastic odor. The pump would have stopped infusing."